Event description:
The facility reported a pump that ran for a few minutes then displayed "out of service" on channels "a" and "c" stopping infusion. This event occurred during pt infusion. There was no pt injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.